Event description:
With an implantable pacemaker was scheduled for an MRI without the presence of a cardiologist. The patient expressed concern regarding this situation and sought guidance on how to proceed. Technical services clarified that they are unable to offer medical advice in such circumstances and recommended the patient reach out to their cardiologist. This complaint was noted due to the patient's reference to a "reset" of the pacemaker in response to a low heart rate. At this time, no further information has been provided by the patient, and the device remains implanted. No additional adverse effects have been reported concerning the patient health.